Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a lap hernia repair procedure. Reportedly, the shaft disengaged from the instrument when it was removed from the package. Instrument was not clinically applied. No pt injury was reported.